Event description:
The balloon catheter was inserted through another MFR's 6fr sheath in tortuous iliacs. The balloon was inflated to 10 atms. During removal of the balloon catheter it was noted that the sheath had become kinked. The balloon caught on the kink and seperated. It migrated into the pt and had to be surgically removed.